Event description:
Customer reported that the usb port area was damaged, with cracks and ripped rubber doors. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional action was needed.